Manufacturer narrative:
Insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Insulin pump was received with low audio tone/beep compare to a test pump due to cracked transducer disk on ib. Insulin pump had cracked case at display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report issues with the insulin pump. Customer reported that the pump experienced a low beep audio alert. Customer's blood glucose levels were not included in the report. Product is not being returned or replaced.